Event description:
New information received notes that a sensing anomaly was also observed during attempted implant.

Event description:
It was reported that during an implant procedure, high pacing lead impedance was observed after the atrial lead was inserted into the device. An atrial set screw anomaly, no capture, and no output were also noted. Another device was implanted with no issues.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field events of an atrial set screw anomaly, no capture, no output, and high pacing lead impedance were not confirmed in the laboratory. The atrial set screw was found to be normal when tested on the bench. A torque driver was able to engage and tighten the atrial set screw in order to secure the test lead.